Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the iabp had a defective power management board and was not charging the batteries correctly. The in house biomedical engineer replaced the board and gave the defective board. After replacement board and testing of device the iabp was cleared for clinical use. The board was sent to the national repair center for failure evaluation.

Event description:
It was reported that the customer called to order a power management board for the cardiosave intra-aortic balloon pump (iabp). The customer stated that he though the batteries were not charging. A getinge service territory manager (stm) called and verified that this was the issue. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer returned the suspect power management board to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and visual damage was observed to component q27, which was burnt. The senior repair technician then installed the power management board into the cardiosave test fixture and tested the board to factory specifications per cardiosave service manual. The ncr verified the failure of the batteries not charging. The board failed testing and will be retained in the nrc per procedure.

Event description:
It was reported that the customer called to order a power management board for the cardiosave intra-aortic balloon pump (iabp). The customer stated that he though the batteries were not charging. A getinge service territory manager (stm) called and verified that this was the issue. There was no patient involvement and no adverse event was reported.